Event description:
The customer reported the generation of erratic patient results for sodium (na), chloride (cl), and calcium (ca) on their dxc 600i clinical chemistry, along with failing calibrations and quality control (qc) failures with ise (ion selective electrode) sample reference drift errors. One erroneous patient result was reported outside the customer's laboratory. However, the customer repeated testing on a different instrument and corrected the results. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. Data was provided for two (2) patient samples.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600i chemistry analyzer and identified the probable cause as a defective drain valve. The fse replaced the drain valve to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).